Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records noting armd per MRI results, hip pain with neurological cognitive decline, tremor, unaccustomed anxiety, brain scan shows hypometabolism consistent with chronic toxic encephalopathy. Head and trunnion showed moderate corrosive debris. Stem and cup were found to be well fixed and retained by the patient. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04096.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to elevated metal ion levels, pseudotumor and pain. During the revision, moderate corrosive metal debris was found on the trunnion and head. The head, liner and neck components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Concomitant medical product: 00620006022, shell, 60552505. 00630506032, liner, 60451566. 00771101020, m/l taper stem, 60374684 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.